Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a3a, a4, a6, b3, b5, d1, d4, d10, g1, h6. Continued a6 - race: white.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper and lower abdomen and flanks on (B)(6) 2018, (B)(6) 2019, and (B)(6) 2021 using the cooladvantage coolcurve+, and curve+ system applicators, who developed paradoxical hyperplasia (ph) after treatment.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the upper and lower abdomen, infra-scapular, and flanks using the cooladvantage and cooladvantage plus coolcurve applicator. The patient may have developed paradoxical adipose hyperplasia.